Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the scope communication error b30 occurred because the video connector was unexpectedly stressed due to the user's handling and the electrical contact part of the video connector failed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical contact such as corrosion and/or adhesion of foreign material.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the error b30 which indicated that there was the communication problem between the endoscope and video processor was displayed. There was no report of patient injury associated with the event.